Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported a problem related to the touchscreen. Only certain areas are sensitive to touch, and calibration does not resolve the fault. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:20nov2020. B4:29dec2020 . The field service engineer (fse) replaced the touchscreen to resolve the issue. Recalibration of the screen, cleaned the device and performed technical checks. The system fully meets specification and returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.